Event description:
During an atrial fibrillation procedure, the physician was attempting to cross the septum with the brk-xs needle and the agilis 13f small curl sheath. When the needle was pushed across the septum, the physician noted that the dilator and brk looked odd on fluoroscopy and ice. The sheath was removed from the patient, and it was observed that the needle seemed to have punctured through the side of the dilator. The sheath was exchanged for a new one. There were no adverse patient consequences.